Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 a patient reported they had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 37 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. Symptoms reported include confusion and ¿couldn¿t feel her legs.¿ the patient was treated with intravenous dextrose to treat her low blood glucose in the ambulance. She did not report what further treatment was provided. The patient was released on 18-jun-2025. The pod had been removed when she arrived at the hospital and was discarded.